Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose levels (approx. 40 mg/dl). Customer consumed carbohydrates to treat the low levels. Recommendation was made to consult with healthcare provider regarding diabetes management.